Event description:
It was reported that the rasp handle mechanism is broken and therefore the rasp cannot be attached. The event occurred intra-operatively. No debris was generated or retained, and the case was completed using another set of the same device. There were no consequences or impact to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in canada. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.